Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the non-tandem cannula was kinked. Blood glucose (bg) level was over 600 and a bolus was delivered. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip and was discharged 5-7 days later with the high bg/dka resolved. The infusion set type was not provided.